Event description:
The patient was undergoing a thrombectomy procedure in the mca using the penumbra system 5max ace reperfusion catheter. During the procedure, aspiration was performed via the 5max ace, 3max catheter, and 3max separator to address the occlusion. This resulted in reperfusion of the right mca superior division territory with residual occlusion of the rolandic m3 branch. Angiogram revealed that there was moderate vasospasm involving the m2-m3. A total of 5mg of milrione was injected in the right ica to treat this and subsequent angiogram revealed complete resolution of the vasospasm. The patient was then examined and was noted to have a complete recovery of neurological deficits with full strength of the left side. The vasospasm was adjudicated by the treating physician to be of moderate severity and of definite relationship to both the penumbra system and the angiographic procedure.

Manufacturer narrative:
Vessel spasm is a known and anticipated complication with these types of procedures and ais noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00080 and 00081. Device was disposed of by the hospital.